Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: (B)(6) 2017. One used (B)(4) ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
Date of initial report: 2017-03-29. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the lf1637 had a sealing issue in which not enough thermal spread was seen. There was no patient injury reported. The sealing issue persisted even though an end tone, indicating a complete seal cycle, was heard. Minor bleeding of less than 200 cc's occurred during the division process after sealing. Another manufacturer's device was used to complete the procedure.